Event description:
It was reported that during set-up to test fire device, the device was attached to the laser and power turned on. A pop was heard and the fiber broke close to the tip. The surgical assistant received a burn to the right flank at waist level. It burned a hole in surgical scrubs. Burn was minor and treated with an application of topical ointment. No serious injuries were reported.